Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the clinic for a normal device check. Upon interrogation the left ventricular lead exhibited loss of capture. Upon x ray the lead was found to be dislodged. The lead was explanted. The patient tolerated the procedure well and would continue to be followed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.